Manufacturer narrative:
The reported complaint was confirmed. Per log analysis, the alert probe was intermittently changing it's status from coupled to disconnected and back to coupled. This was occurring in the same second. It happened so fast that the level never reported the status change to the central control monitor (ccm). When the status was sent to the ccm "level:disconnected" would have been logged in the aux message tab. Since the level was turned off at the time no alert tone would have occurred. The reporting of disconnected intermittently could be a module, sensor, or poor placement of the sensor on the reservoir. The field service representative (fsr) believes they attach the level sensor to the pad immediately, but they leave it on overnight. The fsr informed the customer that they should not use round reservoir and they should wait for couple of minutes before attaching the level sensor to the pad. The customer does use the level sensor gel. Fsr identified that the sensor had external damage, chunks of sensor head were missing. Concavity of the level sensor membrane causes insufficient coupling between the level sensor and the reservoir wall. While lab analysis was unable to duplicate the issue, physical evidence of deformed membrane suggest the potential for inadequate sensor coupling. The drawing for the level sensor says "sensor face must be flat" and returned sensor face is not flat. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00227. Per follow-up with the fsr, the customer sets up the sytem the day before a case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were audible alarms with no visual alarm for the red level sensor on the central control monitor (ccm) and error message tab said "sensor disconnected". The device was not changed out, as they verified everything manually when alarms went off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: during cpb, a "level not attached" alert messages intermittently occured. This alert indicates inadequate coupling of the sensor (can be alert sensor, alarm sensor, or both) to the reservoir. The coupling issue can be related to the sensor face, or user issue (e.g not using gel, incorrect placement of the sensor pads or sensor). The field service representative (fsr) visited the hospital and found external damage of the sensors and this could potentially lead to coupling issues. In addition, the hospital uses sorin oxygenators and reservoirs, and these do not have flat surfaces (rounded surfaces). The case was completed successfully, without delay and without associated blood loss. Level sensing was intermittently stopped as the sensor was re-positioned and/or re-gelled. There was no harm observed.

Manufacturer narrative:
(B)(4). The field service representative (fsr) performed preventive maintenance (pm) on the system and installed a new red level sensor. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During the laboratory evaluation the reported complaint was not duplicated. No audible or visual disconnected alarms occurred during lab testing. The product surveillance technician (pst) connected the level sensor to a level detect module which was connected to a system-1 simulator. He attached the sensor head to a water reservoir. The sensor operated as designed, alarmed with the absence of fluid and did not alarm when fluid was present. No audible or visual disconnected alarms occurred during six hours of testing. The pst flexed the length of the sensor¿s cable and agitated the sensor¿s connector which did not cause failure. The pst operated the level sensor for six additional hours with no audible or visual disconnected alarms occurring. Visual inspection showed wear on the sensing surface of the level sensor.